Manufacturer narrative:
Manufacturing review: the lot number has been provided and the device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the sample was returned bloody. The balloon appeared to have been previously inflated. A kink was noted just distal to the strain relief. However, after review of the preliminary images, it was noted that the catheter was returned inside the packaging hoop. It is possible that the catheter kinked while being packaged for return and re-inserted into the packaging hoop. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation: upon handling the catheter, it was noted that the catheter felt loose inside the strain relief. The strain relief was removed from the y-hub a complete catheter detachment was noted right at the distal end of the y-hub. The catheter detachment was examined under magnification and the edges of the detachment were jagged. Sanding marks were noted on the catheter at the point of the detachment. The sanding marks on the catheter extended 0.5cm past the distal end of the y-hub. Conclusion: the investigation is confirmed for a catheter detachment, as the catheter detached just distal to the y-hub. It is likely that the user did not notice the catheter detachment, as the detachment was located underneath the strain relief. The investigation is inconclusive for a leak, as functional testing could not be performed due to the poor sample condition (i.e. Detached catheter). It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the reported issue. Based upon the available information a definitive root cause has not been determined. The current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Dilatation catheter preparation: prepare the wire lumen of the catheter by attaching a syringe to the wire lumen hub and flushing with sterile saline solution. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure.

Event description:
It was reported that the balloon catheter was leaking at the hub during the common line angioplasty. Another device was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.